Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that both yaw pulleys exhibited charring and localized melting at the grip base, between the grips. The evidence was inconclusive, but the charring was likely a sign of an arcing event. The damaged area was 0.094 x 0.129 and missing pieces. Failure analysis also observed that one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the maryland bipolar forceps instrument wire broke and the ceramic portion burnt during a da vinci tongue base resection procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.